Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis, which confirmed the reported leak within the seal. It was identified that the sheath seal became damaged or mis-located, which prevented the proper use of the device. A review of the lot history record identified no nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is possible the issue may be related to manufacturing. This is believed to be an isolated incident and this type of malfunction will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was achieved using a proglide device after an unspecified procedure. Reportedly, there was bleed back from between the two white arrows. The device was deployed after reintroducing the wire. Hemostasis was achieved with the same proglide device with no further device issue. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.